Event description:
The facility reports tmp and air detect alarms 5 minutes into hemodialysis treatment. The extracorporeal circuit clotted and air could not be removed, resulting in discarding the pt's blood in the circuit. A second circuit was set up and the same issue occurred. Ebl = 500cc. Staff report that the air leak may have been due to a loose transducer protector. Medisystems clinical staff contacted the unit to review tightening of all connections. No pt injury or need for medical intervention is reported.